Event description:
It was reported that an ilet pump¿s sleep/wake touchpad was unresponsive, preventing the user from waking the screen or silencing alarms, consistent with a hardware issue of an unresponsive key or button and involving the switch/relay component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button and implicated the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.